Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found a fully broken grip cable at the grip hub amplification pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigations at the time of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the wire on the prograsp forceps instrument snapped during use. The robotic coordinator stated that the instrument wire snapped as soon as it was put in before grasping any tissue. The instrument became nonfunctional as soon as the wire snapped and was replaced with a backup prograsp forceps instrument. X-rays showed a thin radio dense object measuring 4 x 0.5 mm, highly suspicious for a retained surgical foreign body in the left upper quadrant by the 10th rib. The surgeon used the endoscope to attempt to find the object seen on the x-ray. However, it was not found, resulting in the object not being retrieved. The surgeon decided that it would be riskier to continue searching than to leave the small object inside. The procedure was completed.